Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 11/18/2016 stated that the lead had event v- 11 and 12 seeing mv chop signal, which caused inappropriate oversensing and pause of about 2 1/2 seconds on both events in the v. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).